Event description:
It was reported that during an unknown surgery, it was noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/18/2024. D4: batch # unk. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a basx bladeless trocar 12mm product code tb12lt, a clear analysis of the photo is not possible due to the position of the seal. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. The manufacturing records could not be reviewed as the batch number is unknown.